Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears related to the leaflet pathology/challenging anatomy (thin leaflet). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet. Per the physician the slda was due to the pre-existing patient anatomy of flail leaflets. Additional mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.